Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was capped and replaced during a routine device upgrade procedure. Reasons for the replacement were not provided; it was stated that a note dictated by the physician in (B)(6) 2016 mentioned that the physician did not agree with the anterior positioning of the lead from the initial implant. No patient symptoms or additional information was reported.